Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication via an implantable pump for unknown indication for use. It was reported that the patient had an magnetic resonance imaging (MRI) yesterday and could not get the pump status checked until today. The company rep stated the hcp called and the pa tient's pump was still showing a motor stall. Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the MRI motor stall had recovered approximately 12 hours after.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.